Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the preloaded jagwire guidewire was backloaded through the jagtome outside of the patient. However, when the guidewire exited the distal tip of the catheter, the guidewire was directed off to the side. Upon inspection, the last centimeter of the tome catheter was found to be torn. Additionally, the tome had been removed from the guidewire and was outside the patient when the tear was identified. No visible damage was noted to the device packaging and the sterile barrier did not appear compromised. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the preloaded jagwire guidewire was backloaded through the jagtome outside of the patient. However, when the guidewire exited the distal tip of the catheter, the guidewire was directed off to the side. Upon inspection, the last centimeter of the tome catheter was found to be torn. Additionally, the tome had been removed from the guidewire and was outside the patient when the tear was identified. No visible damage was noted to the device packaging and the sterile barrier did not appear compromised. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length was twisted, extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The condition of the returned unit was consistent with the complaint incident that the distal end of the sphincterotome catheter was torn. Since the devices are 100% inspected during manufacturing, the twisted working length and ripped working length/ tip are likely due to the customer usage/ handling during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.